Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). The complainant has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
The doctor was not able to insert the polyethylene bearing into the corresponding tibial component. Attempts have been made, but there is no additional information at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10. The results of the investigation are as follows: -visual examination of the returned product identified sign of use and locking featured was flared out. -review of the device history record(s) identified no deviations or anomalies during manufacturing. -review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported item and lot combination. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.